Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to download due to blank display. Unit also received with corroded battery tube and corroded battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had lost sensor signal. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.